Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6) hospital.

Event description:
The customer reported a line appearing on the screen during a procedure with an olympus autoclavable camera head. No patient injuries were reported.